Event description:
A report was received that the patient underwent a pocket revision due to the ipg migrating towards the center of the patient's spine. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a pocket revision due to the ipg migrating towards the center of the patient's spine. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that during the revision the physician elected to replace the entire system. The patient was reportedly doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.